Manufacturer narrative:
The initial reported event was received on 2017-07-07. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly report submission that would have been due on submission date 2017-10-10. Information was subsequently received on 2017-09-01 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alert was received. It was determined the alert resulted from six shocks that were delivered. The shocks did not convert the patient's rhythm; however, the tachycardia arrhythmia terminated itself. It was also reported there was a lead integrity alert due to high rate non-sustained episodes and short v-v intervals. The patient received "six full energy shocks and the rhythm did not break on its own and appeared to decrease in amplitude until it was under-sensed." It was noted that there was a slight increase in the threshold of the right ventricular lead. When additional information was requested it was learned the patient was found at home deceased and died as a result of an arrhythmia.